Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic presented for follow up in clinic for follow up in backup vvi. After a software download, the device resumed normal function.